Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including periodic self-test, multiple shock testing and functional testing without duplicating the report. The device performed to specification. Review of the device data log did observe the reported error message; however the error was no longer present after the logs were cleared. An internal inspection found no discrepancies. Analysis of reports of this type has not identified an increase in trend.